Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitral valve tissue damage as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. It is possible that patient anatomy contributed to the reported difficulties, however a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is being filed to report the damaged leaflet requiring an additional clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted however after deployment, damage was noted to the posterior mitral leaflet (pml) and the mr increased. The clip was still attached securely to both leaflets. A second clip was placed lateral to the first clip, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.